Event description:
Procedure: colon resection. According to the reporter: after completing the original procedure everything seemed fine, no bleeding. Post-op in 2007, the pt was transferred to another hospital for a re-operation due to pt infection and leak (bowel content). The staple line was not visible during the re-operation. The pt is in good condition now and the anastomosis was re-done.